Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had issues with reservoir leaks. It was reported that the insulin would get stored behind the o-rings. It was reported that the spectrum was strict and tough, and caused the needle on the tubing to break. It was reported that the customer was upset and declined troubleshoot. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used reservoirs. Inspected the reservoir o rings and stopper groves for anomalies none were found. Performed basal and bolus leak test by filling the reservoir with diluent, connecting to a new infusion set, installed into a medtronic 5 series insulin pump, conclusion the reservoir dose not leak.